Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2023, during a ipj fusion, when drilling for the screw the drill bit broke into pieces. The bits were removed as best as possible and fresh drill bit was used from another kit. The screw was inserted successfully. On final x-rays there was not visible remnants of the broken drill bit. When guide wire was removed it was identified to have a slight bend to it. There was a surgical delay of thirty minutes. The procedure was completed successfully. There was no patient consequence. This report involves one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient seen by the doctor and it was noticed that the screw has migrated slightly and drill bit fragment identified. The doctor stated that the patient was currently happy and would see him again in 4 weeks. If revision surgery is planned the doctor will remove drill fragment at that time. If no revision occurs, he has stated that he will leave it where it is. This complaint is related to (B)(4).